Event description:
It was noted that the ins was on the right side for the waist down and after it was replaced, the patient did not feel it any more.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient had a replacement implant because when she charged her implant, her skin would burn, get hot and be sensitive to touch. This occurred starting in 2013. The implantable neurostimulator (ins) was replaced by a non-rechargeable device on the left side on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.